Manufacturer narrative:
S/w version: 5.2a. Retainer ring: black, pump case: ngp. Customer returned pump, for an alleged unspecified alarm found on 17-apr-2023. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No motor alarms, unexpected battery alerts, insulin flow blocked alarms, or other alerts noted, during testing. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection. And found dried insulin in the motor slide. And evidence of moisture damage on the pcba 1 and pcba 2. No physical or moisture on the keypad assembly. The j1 connector was firmly connected to the pcba 1. A stuck key alarm was found on (B)(6) 2023 at 21:31:46.00. No pump errors, unexpected battery alerts, or insulin flow blocked alarms were found in the history files on or near the event date. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window/cover, battery tube threads cracked, cracked case corner of belt clip rials, cracked case (battery tube), serial number label missing. Unspecified alarm was confirmed, to be stuck key alarm in the history files. Stuck key alarm was not observed, during testing. Stuck key alarm was not confirmed. Pump passed, full drive test and full functional test. Pump exposed to moisture damage on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a unspecified pump error. Troubleshooting was declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the pump will be returned for analysis.